Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported the caller was getting a 574 error code. No programmed parameters had been detected and the ins was previously programmed. The caller reported the 574 error code with the patient programmer and guided programming setup on the 8840, and indicated that the tablet was being used by the physician and they hadn¿t been using it. The patient was last seen on (B)(6) 2019. The patient had no loss of therapy. After reviewing lost ins settings, the caller would add them back in. The patient didn¿t use the al feature on the insr. The patient had not seen the 574 error code before and checked the ins using the programmer about 3 days ago. They first saw the patient and reviewed some history then checked the ins using the insr due to the patient never seeing the battery depleting, it was always full. There was no history at that time from previous interrogations. It was the first time they met with the patient. The patient¿s settings were: 2.5v l ¿ 130hz, 60pw 1105 ohms 1.5v r ¿ 130 hz, 60 pw 2098 ohms patient indicated charging only 15 mins every 10 days. Recharge estimate 0-100% every 5.68 weeks. There were no further complications reported.